Event description:
It was reported that the physician was having issues with her handheld device. The serial cable had to be positioned a certain way in order for the handheld to function. The handheld device and serial cable have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the serial cable were identified during the analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.